Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reported noted (B)(6), and the full event site name is flash c/o del-val messengers. A getinge field service engineer (fse) evaluated the iabp unit and replaced the drive manifold assembly. The fse tested the unit and verified that it calibrated to factory specifications. All function and safety tests passed and the iabp unit was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) drive manifold leak test failed during rental return check. There was no patient involvement, thus no adverse event was reported.